Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on the anterior, wear abrasion, and fold creases. A leak test and microscopic analysis were performed which identified a sharp opening on the anterior and a crack on the valve. Based on the device analysis, the final assessment is a sharp opening on the anterior valve bond edge due to an unidentified tear opening, and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.